Manufacturer narrative:
(B)(4). Statement from manufacturer: received one piece of used, half filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip was closed and wing cap was replaced with a blue combi stopper. Big top cap is opened and discofix cap is removed. No crystallized residue at filling port. Detected crystallized residue at male luer lock. No other deviation is observed. Analysis: clamp clip is released and complaint sample is left for 20 minutes. No flow of solution observed after 20 minutes. Complaint sample is then dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. Therefore, section b (pump+triangle tube+filter+microbore tube) is ruled out to be the possible cause of contributor. Remarks: as the complaint sample is contaminated with cytotoxic, section b is disposed at the hospital. Section a is brought back to bmi for decontamination and further investigation. After decontamination, section a is tested with leak test by purging air into the tube. Observed air bubbles coming out from microbore tube. This means that solution can flow through section a. Conclusion: crystallized residue at male luer lock is the main factor to blockage for the complaint sample. However, after decontamination process, crystallized residue at male luer lock had been dissolved. Thus, when leak test is performed, complaint sample is working and flow of solution is observed. Therefore, the complaint is considered as not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was closed with a blue combi stopper (the original wing cap was not handed over by the customer. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did work (solution was running). Leakages were not detected on the received sample. Flow rate test: nominal: 2 ml/h. Actual: 0.6 ml in 1 h; 1.0 ml in 2 hrs; 9.8 ml in 22 hrs. Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): after 50 hours, the pump filled for 48 hours, was still half filled.